Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: laprascopic salpingectomy, adesiolysis, cystectomy. Event description: during a gynae laprascopic procedure, when trying to activate the device no action was rendered. No burning. Voyant generator did not show any error codes either. [Surgeon name redacted] was doing a lap case on a patient, staff opened the device and plugged it into the generator as per usual. No error codes displayed. Display read ready. But when the surgeon tried activating the device by pressing the activation button nothing was burning, no smoke, no burn, tried a few times and opened the device and reapplied to smaller amount of tissue and still no burn. The staff then contacted me and advised on the situation and I said they could then open a new device. They tried a second device and the same thing happened. But they charged the patient for this one. Had the same lot number as the first device. Was a very sick patient who was bleeding, so surgeon reverted to an open procedure. I did advise the staff member to please keep me the faulty device so I could send it for product complaint. I also spoke to the stock controller and asked him to please advise the staff to keep the device. But when I got to the hospital today (B)(6) 2026 they had only kept me the empty box and they the device into the sharps container and cut the cord off of the device. I have removed the generator from the hospital so as to test the generator myself. But need to wait to find a used device I can do this with. Additional information received by distributor via email on 6feb26: they did hear the activation sounds, they did turn the generator off and on x2 and they also removed the device from the socket and replaced it again, but this made no difference. Intervention: we opened an new device with the same lot number as the first device. But the same result, no burning when activated. Dr then proceeded to open surgery. Patient status: no, patient was already bleeding before surgery.

Event description:
Procedure performed: laprascopic salpingectomy, adesiolysis,cystectomy. Event description: during a gynae laprascopic procedure, when trying to activate the device no action was rendered. No burning. Voyant generator did not show any error codes either. [Surgeon name redacted] was doing a lap case on a patient, staff opened the device and plugged it into the generator as per usual. No error codes displayed. Display read ready. But when the surgeon tried activating the device by pressing the activation button nothing was burning, no smoke, no burn, tried a few times and opened the device and reapplied to smaller amount of tissue and still no burn. The staff then contacted me and advised on the situation and I said they could then open a new device. They tried a second device and the same thing happened. But they charged the patient for this one. Had the same lot number as the first device. Was a very sick patient who was bleeding, so surgeon reverted to an open procedure. I did advise the staff member to please keep me the faulty device so I could send it for product complaint. I also spoke to the stock controller and asked him to please advise the staff to keep the device. But when I got to the hospital today (B)(6) 2026 they had only kept me the empty box and they the device into the sharps container and cut the cord off of the device. I have removed the generator from the hospital so as to test the generator myself. But need to wait to find a used device I can do this with. Additional information received by distributor via email on 6feb26: they did hear the activation sounds, they did turn the generator off and on x2 and they also removed the device from the socket and replaced it again, but this made no difference. Intervention: we opened an new device with the same lot number as the first device. But the same result, no burning when activated. Dr then proceeded to open surgery. Patient status: no, patient was already bleeding before surgery.

Manufacturer narrative:
The event unit is not anticipated to returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.